Manufacturer narrative:
One tacticath contact force ablation catheter, sensor enabled bid curve d-f was received for investigation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. In addition, the device met specifications during temperature testing and flow rate testing. The event description indicated ablations were performed with rf power of 45w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and states ¿too high rf power during ablation may lead to perforation caused by steam pop;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported steam pop, effusion and surgery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a right atrial isthmus ablation, a steam pop and subsequent surgery occurred. During the procedure, a steam pop occurred with the catheter. Following the steam pop, the patient appeared stable, but after transseptal, heparin and mapping of the left atrium, the effusion was noted via fluoroscopy and confirmed via ice. There were no patient symptoms. During surgical intervention, an effusion was located in the right atrial isthmus area where ablation and the steam pop occurred. The patient was stabilized and followed in the hospital following surgery.